Event description:
Death. Hip replacement on (B)(6) 2011. Bipolar hemiarthroplasty. Discharged from hospital (B)(6) 2011. Alleged death on (B)(6) 2011 due to metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following complaint review by bioengineering, notification was received that: root cause: undetermined - from the limited information available it is not possible to say what has occurred or why. It is unlikely that the death is related directly to the implant design. No information is provided to confirm that metallosis was present. Metallosis has not previously been reported for the product combination hastings head/c-stem and it is not likely that the device would have caused a metallosis issue in the short implantation period and based on available patients past medical history. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient demographics were not made available. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.